Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product leaked intralipids. The product was then cleaned, and the tubing was reinserted. It was found to be leaking again one hour later, so the product was changed. There was no patient harm.

Manufacturer narrative:
Patient was an (B)(6). The customer¿s report that the product leaked was not confirmed. Visual inspection of the set noted no obvious damage or any issues. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Event description:
The customer reported the intralipids leaked at the needless connector. The connector was cleaned, and reconnected with the tubing luer. One hour later it was leaking at the same location; the product was changed without reoccurrence of the leak. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the product leaked intralipid's. The product was then cleaned, and the tubing was reinserted. It was found to be leaking again one hour later, so the product was changed. There was no patient harm.